Manufacturer narrative:
Method = x-ray. Device evaluation summary: the explanted device was returned and evaluated; moderate to heavy calcification was observed in the cusp areas of leaflets 1 and 2, heavy calcification was observed in the cusp area of leaflet 3. The free margins of all three leaflets exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was heavy at the stent inflow. Leaflet 1 had a tear at commissure 2, tear measured approx 3mm in length. Leaflet 2 also had a tear at commissure 2, tear measured approx 4mm in length. Calcification was observed near the regions of the tears. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported explant, in addition to host tissue overgrowth. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. There is no information to suggest a device quality deficiency related to this event. No further action required at this time.

Event description:
It was reported by cv coordinator via sales that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately nine (9) years due to "regurgitation caused by degeneration, stiffness and thickening of mostly two leaflets". No additional information was released.